Manufacturer narrative:
Continuation: dtpa2qq crtd, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerting daily, every four hours which may indicate a lead issue occurred. The lead remains in use. No patient complications have been reported as a result of this event.